Event description:
Intensivist was attempting to place central line and the guide wire began to pull apart while in the patient. He removed and got another central venous line (cvl) kit and successfully placed the cvl.